Manufacturer narrative:
(B)(4).

Event description:
The customer reports a needle and syringe with an air intake (leak) at the time of aspiration of saline.

Manufacturer narrative:
(B)(4). The customer returned an ars, introducer needle and lidstock for evaluation. After failing functional and additional testing, the plunger body was removed to observe the bi-valves in the plunger handle. One of the two bi-valves was observed to be damaged. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger would not push to the bottom of the barrel. Therefore, the sample passed the push leak test. Both tests were initially performed dry. Manufacturing engineering was consulted in an effort to determine a possible root cause for the hole observed in the valve. It was noted that the only way the defect could be replicated was by passing a swg through the ars very fast and inconsiderately. All ars syringes are 100% tested for vacuum after assembly process and the returned syringes would not have passed this in-process inspection. A device history record review was performed, and no issues were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed the pull test. Examination of the plunger bi-valves revealed one of the two valves to be damaged. Based on the description form the customer and the response from the manufacturing facility, the root cause cannot be determined at this time. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a needle and syringe with an air intake (leak) at the time of aspiration of saline.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potential relevant finding; however, without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a needle and syringe with an air intake (leak) at the time of aspiration of saline.